Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having discomfort with the ipg placement. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated and replaced per physicians preference.

Event description:
A report was received that the patient was having discomfort with the ipg placement. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.